Manufacturer narrative:
(B)(6) . (B)(4) . Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records it was reported that on (B)(6) 2010, patient underwent following procedure: c5-6, c6-7 anterior cervical discectomy and fusion with cage allograft and bmp, placement of peek cage intervertebral device at c5-6 and c6-7, placement of anterior cervical plate c5 to c7; for a pre-op diagnosis of cervical spondylosis. Per-op notes: patient had neck and bilateral arm pain after a car accident. MRI scan showed spondylosis and foraminal stenosis at c5-6 and c6-7. At c5-6 disc was removed using curettes and pituitary rongeurs and decompression was carried out. At c6-7 disc was removed using curettes and pituitary rongeurs and decompression was carried out. There was disc herniation on left compressing c7 nerve root. Peek cages were sized and filled with bmp and allograft and was inserted into disc spaces. Anterior cervical plate was placed from c5 to c7 with variable angle screws. No complications were reported. Patient alleges unspecified injury due to the use of rhbmp-2